Event description:
It was reported that the ilet pump powered off on its own and would not power back on despite displaying a solid charging light on a charging pad, with no user-initiated shutdown and no visible screen damage, consistent with a device key or power button not responding and an associated switch component issue. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an electrical problem and a nonresponsive key or button, with the issue traced to the switch or relay component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.

Manufacturer narrative:
Initial.